Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the white hemostatic valve was pushed into the clear portion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, upon inserting the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. Additional information: upon insertion of the dilator, the hemostatic valve became dislodged. From visual inspection, it is unknown if the gasket is broken in multiple pieces or only shifted into the clear hub. The cap was still fully attached to the sheath. The issue was recognized prior to being used on the patient. The sheath was not used. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the white hemostatic valve was pushed into the clear portion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, upon inserting the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. Additional information: upon insertion of the dilator, the hemostatic valve became dislodged. From visual inspection, it is unknown if the gasket is broken in multiple pieces or only shifted into the clear hub. The cap was still fully attached to the sheath. The issue was recognized prior to being used on the patient. The sheath was not used. The investigation was completed on 07-feb-2022. An analysis was performed on the pictures provided by the customer. According to pictures provided by the customer, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The sheath was returned to biosense webster for evaluation then, bwi conducted a visual inspection. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath; however, valve dislodgement was confirmed per the picture provided by the customer. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record was performed for the finished device batch number, and internal action were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).